Manufacturer narrative:
The prosound f37 is a diagnostic ultrasound system. Hitachi received a complaint on (B)(6) 2019 regarding the f37 ultrasound system. The site reported a discrepancy between the efw (estimated fetal weight) and percentile number to the number that is graphed in the ob report. Hitachi applications contacted the customer and reviewed their preset settings. Preset settings include several different calculations (i.e. Hadlock, doubilet), which the customers can select. The settings dictate the calculation table that the system will use to perform the calculation and also affect the labels for the graph and weight estimates of the ob reports. The settings can be modified by the customer at will. Hitachi applications assisted the customer in changing their preset settings to hadlock5 for the appropriate calculation and growth table. The system is operating within specifications after applying the change. The root cause of the problem is user error. Note: the prosound f37 was manufactured in (B)(4) but manufacturing has been moved to another site.

Event description:
On (B)(6) 2019, hitachi received a complaint regarding the f37 ultrasound system. The site reported a discrepancy between the efw (estimated fetal weight) and percentile number to the number that is graphed in the ob report. The site did not report any other issue with the ultrasound system or ob report.